Event description:
The facility representative reported a flogard pump that presented failure code 94. It is unknown when or in which care area the reported condition occurred. No patient involvement, injury or medical intervention was reported when this event was received. No additional information was available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "alarm f 94" was confirmed during service evaluation. Quality engineering determined that the cause was due to an error in the configuration settings. The date and time were reconfigured to resolve the issue.additional information:a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.(B)(4).